Event description:
Patient had end stage renal disease and undergoing revision of an arteriovenous graft by planned construction of a polytetrafluoroethylene jump graft from the right axillary artery to an existing upper arm ptfe raft. The lifespan 6 mm ptfe graft was anastomosed from the right axillary artery to the existing ptfe graft. After removal of the vascular clamps there was heavy ultrafiltration (sweating) of serum through the graft in the first inch of the graft. The graft was excised and the segment with excessive ultrafiltration replaced with a 7 mm bovine graft and there were no further problems observed. Prolongation of operative procedure was about 45 minutes due to this incident.

Manufacturer narrative:
The device has been returned for the evaluation and, we were able to confirm the failure. We test the return portion of the graft and it failed the water entry pressure test. A lot history investigation was performed. The device history records review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. This lot passed the water entry pressure when it was released from the production. Therefore, the root cause of failure remains inconclusive. Usually, such type of failure happened when the graft preclot or immerse in any solution (i.e alcohol, oil, or aqueous solutions) prior to implantation. We believe it was an isolated incident. Additionally, the complaint lot was built in the (B)(4) facility which was acquired by (B)(4). From angiotech. Lemaitre vascular, inc. Has closed the manufacturing facility in (B)(4) and transferred the related production activities to (B)(4). By centralizing all of our production activities into a single location, we believe that we will enhance our quality of lifespan products and alleviate issues you have seen. Please note that no patient injury happened.